Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated they had an integrated electrosurgical unit (iesu) or erbe c-01 error message. Technical support engineer (tse) verified errors in logs. Prior to calling in, customer undocked system to continue laparoscopically. Tse walked customer through a hard power cycle of the erbe and had customer move monopolar to bottom port. Tse inquired if it was possible to dock again to test, but surgeon did not want to have another error. Tse shared issue could be erbe, instrument, or energy cord related. Customer ended call to continue with procedure. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter in pr (B)(4) and obtained the following additional information: the customer noted ports were placed. The system functionality was checked upon powering on the system and the system initially powered on without errors. Dvstat contacted for troubleshooting and started troubleshooting and then switched the case to laparoscopic because the patient was pregnant and the surgeon did not wish to keep her sedated longer while they tried to figure out what was wrong with the erbe. The instruments were replaced with different ones; bipolar and monopolar cords were replaced and the erbe was power cycled. The procedure was completed laparoscopically with a covidien generator for cautery with no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) or erbe due to error c-01. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis: the erbe returned for failure analysis, and the reported issue was able to be confirmed using system logs in which multiple c-01 errors were logged. Errors c-01 and 25920 both pointed to monopolar ports. Duration of same c-01 error condition between prior erbe replacement may be of concern. An inspection during fa process was able to find issues that relate to the reported event but could not be replicated on site. C-00 errors in erbe logs corroborate with system logs. The unit was tested on system with no errors on startup. All operations were performed successfully. Additional m-b0 errors were shown in erbe logs. Upon visual inspection, the unit was found to have damage. Scratches were noted on underside of the unit. The front bezel had light dent on lower section of inner grey bezel and chip on lower right of outer white bezel. There also was a chip in paint on housing cover near the top left corner of bezel. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis but not replicated. The root cause of the reported event could not be determined since failure analysis could not replicate the reported issue. However, the c-01 error pointed to a software problem.

Manufacturer narrative:
Undated annex c - inv findings desc 1 to (B)(6) - deformation/distortion problem. Updated annex d - conclusion desc 1 to d11 - cause traced to user.

Event description:
Refer to h11 for follow-up information.